Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 50-56 mg/dl; cause was not known. Additionally, it was reported that the pump battery could not be charged. Customer reverted to an alternate pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.